Event description:
Caller reported an incident of hyperglycemia requiring hospitalization. The customer states that his nano system blood glucose results for the two weeks prior to the hospitalization were in the 100-150 mg/dl range, his usual range. For this reason he had not taken his insulin for two weeks prior to the hospitalization even though he reported a hyperglycemic symptom of lethargy two weeks prior to his hospitalization. At approximately 14.30 on the day of admission his blood glucose result was 124 mg/dl. He reported the hyperglycemic symptom of lethargy. It is not entirely clear from his statements whether or not the lethargy he reported beginning two weeks prior to his hospitalization was continuous or intermittent. At approximately 17.00 he began to vomit blood. The emts arrived at about 17.20. He was transported to the hospital by ambulance without any glucose values or treatments. At approximately 18.00 his glucose value at the hospital was 624 mg/dl and he was given insulin intravenously. His hospitalization was described initially as from (B)(6) 2013 and later corrected to from (B)(6) 2013. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.